Event description:
In 2003, the patient's device reportedly stopped working. The patient was seen by a company representative for device evaluation. External equipment was exchanged. Testing was not conclusive. The patient was able to hear during testing but not in live speech/stand-alone. Four days later, the patient was seen again; programming adjustments were made. The patient was able to hear in live speech/stand-alone. Three weeks later, the patient's device reportedly functioned intermittently. The next day, the determination was made that this device was not functioning, surgery to explant the patient's device has been scheduled.